Manufacturer narrative:
The reason this revision surgery was performed was to correct instability of the patient's joint caused by subluxation after 3.75 months of patient use. There is no information in this complaint about any patient injuries, activities, or accidents that may have contributed to the need for this revision surgery. The healthcare professional indicated there was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. The device was disposed of at the hospital and not made available to djo surgical for examination. A review of the device history records showed 1 non-conforming material report (ncmr) associated with this product. Ncmr (B)(4) showed 12 parts written up for scratches, the parts were accepted with the justification "inspection procedure #54 allows multiple minor scratches on counterbore face." A review of the product complaint report history showed this is the (B)(4) complaint against lot number 864c1495. The root cause of the subluxation was not reported and no other conditions relating to this event could be determined with confidence. Factors un-related to the implants that may contribute to a patient subluxation are: degenerative bone, improper surgical technique or incorrect implant selection. There are no indications of a product or process issue affecting implant safety or effectiveness.

Event description:
Revision surgery - due to shoulder instability and subluxation.